Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: patients left breast has gotten hard compared to the right side. Patient has been experiencing fatigueness for a couple years (2-3) after having the implantations done roughly 10 years ago.

Event description:
Healthcare provider reported "complaints of fatigue", "increased inflammation in both small and large joints of hands" and dupuytren's contracture" which are not device related. Healthcare professional also reported left side "breast was larger", "grade 4 contracture", "implant was ruptured", "considerable intra-capsular loose silicone present" and "the capsule was tenaciously adherent to the surrounding tissue."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, crease fold, red biological tissue on the shell and white calcification on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no were observed openings on the device.

Event description:
Patient reported a left side "breast has gotten hard compared to the other side" and "fatigueness", not device related. Additionally, healthcare professional reported rupture. Device has been explanted.